Manufacturer narrative:
The evaluation of the knee joint showed no relevant error which may have caused or contributed to the reported fall.

Event description:
Patient fell with the device; product was making crackling noises later on. According to practitioner the device did not cause or contribute to the reported event but it should be checked: the joint was soiled by threads, so it did not hold anymore and it came to the fall.